Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: " vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Advance the ipsilateral iliac leg delivery system slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent(i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac leg stents is required(greater than two iliac leg stents for 37, 39, 54 and 56mm leg lengths), it may be necessary to consider use of a leg extension into the bifurcation area of the opposite side. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Cook recommends that patients have a "non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta." The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. An image was provided which shows that the contralateral leg separated from and significantly migrated away from the tffb. Anatomy cannot be seen and there appears to be no damage to the grafts. Most often, type iiia endoleaks are caused by inappropriate sizing, insignificant graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal). It can also be caused by increased blood pressure or hemodynamic displacement forces. As the aorta maintains blood flow and pulsatility, migration is possible with enough pressure. Through looking at the image, the above causes all appear feasible. If the leg diameter was sized incorrectly, i.e. Smaller than recommended in the IFU, this could result in an inadequate distal seal site. This, in turn, could contribute to the component separation. It is also possible that the tfle and tffb had inadequate overlap, which could be a factor in why the leg could migrate inferiorly. The vessels cannot be seen in the provided image, but based on the location and angle of the migrated tfle, it appears that the iliac arteries are tortuous; as stated above, this could also be a contributing factor as to why the leg would separate from the main body. Due to the above information, it is feasible to suggest that the root cause of the leg migration is due to patient anatomy / condition or procedure / sizing, but it is unknown which was the contributing factor. Therefore, without additional information, the root cause is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Date of implant is unknown. A patient with aaa underwent evar. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. A 28mm x 96mm main body graft, and two 22mm x 56mm leg grafts were placed. On 10 sep 2015, the physician confirmed that the contralateral leg disconnected from the mainbody (type iiia (component disconnection) endoleak) and aneurysm enlarged 85mm. On (B)(6) 2015, to treat type iiia endoleak, another manufacturer leg (16mm x 23mm x 10mm) was bridged between main body and disconnected leg. At final angiography, the endoleak disappeared. No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Date of implant is unknown. A patient with aaa underwent evar. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. A 28mm x 96mm main body graft, and two 22mm x 56mm leg grafts were placed. On (B)(6) 2015, the physician confirmed that the contralateral leg disconnected from the mainbody (type iiia (component disconnection) endoleak) and aneurysm enlarged 85mm. On (B)(6) 2015, to treat type iiia endoleak, another manufacturer leg (16mm x 23mm x 10mm) was bridged between main body and disconnected leg. At final angiography, the endoleak disappeared. No advance effect to the patient reported.